Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested but it has not been returned to date. If returned, a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the internal cannula came unlocked and slid out of the external cannula of the patients tracheostomy tube. The patient was re cannulated.